Event description:
Healthcare professional reported "right side deflation" and "exchange from textured to smooth breast implants due to the patient¿s concern with the product." Device has been explanted and replaced.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation: deflation.